Manufacturer narrative:
Revision to fields b5 describe event or problem, f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead had lead conductor fracture in the subclavian vein and there were also irregular impedance measurements. This lead and device were explanted with a leadless pacemaker. Also, this lead was discarded at the facility. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had lead conductor fracture in the subclavian vein. This lead and device were explanted with a leadless pacemaker. Also, this lead was discarded at the facility. No additional adverse patient effects were reported.